Event description:
A malfunction with code malf 9 was reported, but there were no notable events leading up to it. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, therefore there was no adverse impact reported. Customer technical support provided the caller with pump reset information and assisted in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue arose again.